Manufacturer narrative:
Final device analysis results reveal that both b+ battery bond wires are broken. The epoxy bonds were broken between the hybrid and both battery terminals.

Event description:
The product was returned for analysis following 41 months implant duration. The patient had reported decreased pain relief at follow-up and reprogramming attempts were unsuccessful. The product could not maintain programmed settings. The device had reset several times to factory presets. The device was explanted in 2006 and was returned to the manufacturer for analysis.